Manufacturer narrative:
Investigation summary: since no samples (including photos) were returned for the reported issue of ¿catheter separated after placement¿ with lot number 8344758 regarding item # 391452 the complaint could not be confirmed, and the root cause is undetermined. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 8344758. The retention samples of 8344758 were retested for following investigation. Catheter pull force was measured on instron utm machine to check the strength of catheter tubing, catheter blunt tip verification test on latex sheet drum tests and on instron ( in reference to the sop number q-ps-019-35 assembled venflon & venflon I inspection and testing) which showed no evidence of cannula tip damage, catheter damage or ppft tube damage. Catheter is made from a ptfe(polytetrafluoroethylene tubing) also known as teflon tubing. It has a very tough material and cannot easily snap or break. Tests performed on five retentions samples were within conformance to bd specs. Therefore, the customer complaint could not be confirmed for further investigations. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the bd venflon¿ IV cannula separated from the hub during use and remained in the patient's vein, who was receiving a cataract surgery. A peripheral venous line was placed in the patient's "clearly visible" vein when the separation occurred. An ultrasound was performed but the device was "invisible" on it. A vascular surgeon performed an incision on the forearm under local anesthesia, but the catheter was not found, and a "migration" was assumed. The following information was provided by the initial reporter, translated from french to english: "on (B)(6) 2019, a 76-year-old patient was scheduled for cataract surgery. When a peripheral venous line was placed (clearly visible and palpable vein), the short venflon catheter 2 20g 30mm pink with wing references 391452 and lot 8344758, separated from the wings and the puncture site and remained in the vein. The nursing staff was unable to recover the device that was invisible on the ultrasound. Consequence: call of the vascular surgeon, incision of the forearm under local anesthesia to search the catheter. This one has not been found. The service assumes a migration. Corrective measures: 72 units (out of 200 received on (B)(6) 2019) of the same batch number as the device in question have been quarantined."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ IV cannula separated from the hub during use and remained in the patient's vein, who was receiving a cataract surgery. A peripheral venous line was placed in the patient's "clearly visible" vein when the separation occurred. An ultrasound was performed but the device was "invisible" on it. A vascular surgeon performed an incision on the forearm under local anesthesia, but the catheter was not found, and a "migration" was assumed. The following information was provided by the initial reporter, translated from french to english: "on (B)(6) 2019, a (B)(6) year-old patient was scheduled for cataract surgery. When a peripheral venous line was placed (clearly visible and palpable vein), the short venflon catheter 2 20g 30mm pink with wing references 391452 and lot 8344758, separated from the wings and the puncture site and remained in the vein. The nursing staff was unable to recover the device that was invisible on the ultrasound. Consequence: call of the vascular surgeon, incision of the forearm under local anesthesia to search the catheter. This one has not been found. The service assumes a migration. Corrective measures: 72 units (out of 200 received on 26/06/2019) of the same batch number as the device in question have been quarantined."